Event description:
The following was reported to hamilton medical ag: the ventilator was emitting an unusual whistling noise during exhalation. The patient was temporarily removed from the ventilator and manually ventilated (bagged) while all connections¿including wires and tubing¿were inspected. Everything appeared to be properly connected and functioning. The sound seemed to originate from inside the ventilator. As no clear issue was identified, and there was only the noise, the decision was made to "left it alone" later, during routine rounds, the 100% o2 button was pressed, which triggered loud alarms and unusual error codes. The ventilator then stopped ventilating. The patient was removed from the ventilator and manually ventilated again. No harm to the patient was reported. Per review of the logfiles, it could be noticed that the device alarmed with tf5505 and tf5502. Additionally, the end customer has informed us that the event has been reported to the local authority, and the reference number provided is pacer# 177015. No further details were provided.

Manufacturer narrative:
Follow-up 1: investigation outcome. During ventilation, the device exhibited abnormal noise followed by technical failures (tf5502, tf5505) and ventilation interruption, requiring patient removal and manual ventilation. No harm to the patient was reported. It was identified an abnormal behavior in the gas mixer/tank system, including failure during fio2 adjustment and internal leakage noise, suggesting a probable mixer valve or tank leak issue. To date, despite several reminders, the manufacturer has not received any additional information or confirmation as to whether the issue was resolved. No further feedback was received. The corrective action remains unknown, and the exact root cause could not be confirmed. Hamilton medical ag considers this case closed.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: the ventilator was emitting an unusual whistling noise during exhalation. The patient was temporarily removed from the ventilator and manually ventilated (bagged) while all connections¿including wires and tubing¿were inspected. Everything appeared to be properly connected and functioning. The sound seemed to originate from inside the ventilator. As no clear issue was identified, and there was only the noise, the decision was made to "left it alone" later, during routine rounds, the 100% o2 button was pressed, which triggered loud alarms and unusual error codes. The ventilator then stopped ventilating. The patient was removed from the ventilator and manually ventilated again. No harm to the patient was reported. Per review of the logfiles, it could be noticed that the device alarmed with tf5505 and tf5502. Additionally, the end customer has informed us that the event has been reported to the local authority, and the reference number provided is pacer# 177015. Further inquiries have been sent to the end customer to obtain more details regarding the event.